Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that the patient requested to increase the dose because of the worsening of the spasms but they have not been able to update the pump. The caller stated that they tried to reprogram the pump around the beginning of (B)(6) or something and they had the same issue with the 3 different interrogators and the tablets. Each one of them had difficulty establishing the initial connection and they kept reading no device found. There was one time that they were able to connect and as soon as they attempted to update the pump, they still could not establish the connection. They thought that maybe the tablet might have an issue so they asked the medtronic support team to make sure the tablets were working fine and they updated all the software up to date. For the last couple of weeks, the caller has seen multiple other patients and they have had no issues with updating the dose or performing the procedure. The patient was noted as very thin and the caller could see the shape of the pump from her surface. There are no physical issues, no falls, no exposure to strong magnetic objects, and the pump was not at an angle and they can feel it and it was nice and straight and not laying at a angle. There was no sign of infection whatsoever. The last time they saw the patient was about a couple weeks ago, they had to try multiple times to start interrogating the pump and there was a one time they were able to get it to connect but when they went to update on the dose and try to reconnect, it did not recognize the pump at all. The issue was not resolved through troubleshooting. The healthcare provider would be reaching out to the surgeon to discuss replacing the pump. Additional information was received from a healthcare provider stating that the cause of the connection issue was not able to be determined. Multiple tablets were tried and the problem still persisted. The actions that will be taken to resolve it will be that the patient will have the device explanted and replaced by neurosurgeon. It was also determined that the pump was defective. The patient was 50kg at the time of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.